Manufacturer narrative:
H3, h6: the system check out was completed and no failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and system fully booted up. Gantry movement and door alignment within normal limits. 3d successfully performed. System checkout performed. MDR codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that during the 2nd spin, the system started making a "loud banging sound and the machine was shaking". They reported that the 1st spin was successful, but the 2nd spin would not complete. They reported that the drape seemed to be "pulled off the field and might had gotten stuck" during the 2nd spin. Site rebooted the system with no effect and used another imaging system to complete the case. There was patient present during the event. There was 30mins (less than one hour) of surgical delay and no impact on patient outcome.